Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. The same day as event onset, the patient began treatment with intraperitoneal vancomycin (2 gram/seven days, duration not reported) for peritonitis. At the time of this report, the patient outcome was unknown and action with dianeal therapy was not reported. No additional information is available.